Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they had lost about 20-25 lbs since the battery was implanted in their left buttocks cheek. It only moves little bit now per patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient had to have the battery revised because they lost weight and the batter was ¿flopping around¿ and ¿sliding around¿. They stated the revision occurred about 2 years ago. They stated the healthcare professional (hcp) tightened the pouch where the ins was. The manufacturer representative (rep) stated they were aware of the weight loss and the ins moving but were not aware of the revision. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had lost weight causing the ins to move in the pocket but was not aware of revision surgery.